Manufacturer narrative:
The device was returned with both seals in tact and chipped out on lower left front corner and big cracked on battery compartment on bottom case. The device history report showed the motor not running. The device was tested using the occlusion test. Which confirmed motor not running was found at occlusion test. It was found the main board misaligned due to pump been dropped or mishandled by customer. The root cause was attributed to customer damaged. Realigned main board, cleaned and greased the whole motor assembly. Performed pm maintenance and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device motor not running. No patient injury reported.